Event description:
This is report 1 of 3 of the same event. It was reported by netherlands that during an unspecified surgical procedure, it was observed that the motor device, attachment device and cutter device ¿faltered¿ while in use together. As a result the motor device moved to the side causing unwanted tissue damage to the patient. There was no further information provided regarding the tissue damage. There was patient involvement reported. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was reported that the "first patient researching" seemed positive. No further information was provided regarding the patient¿s post-surgical outcome. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device was overheating and had a loose thimble screw. The assignable root cause was determined to be due to various worn components from normal wearout. Through investigation it was determined that the device did not meet factory specifications. However, the discovered issues did not appear to contribute to the customer reported complaint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.